Event description:
It was reported that the customer had normal blood glucose levels of 118 mg/dl. The customer reported that the insulin pump would restart after installing a new battery. It was reported that the insulin pump has already reset itself twice since the battery was changed. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).